Event description:
It was reported the patient slipped and fell in the shower the day prior to the report and had since not felt stimulation. The patient could not initially communicate using the programmer. With assistance, the patient was able to sync with the device and see that stimulation was on at 1.9v on program 2. It was also stated that since the fall, the patient had a ¿sensation¿ when the device was on, right on the right buttocks cheek area. When the device was on, they got the vibration/tingles from it, but this was a ¿shocking pain¿ and it ¿literally shocked the patient in their tracks.¿ it was ¿very painful.¿ in addition, the wound/incision was ¿kind of open¿ since the slip in the shower. The patient saw their nurse practitioner on (B)(6) 2015 and doctor on (B)(6) 2015. Separation on incision was noted, but it was reinforced that the patient was having an improvement of symptoms. As of (B)(6) 2015, the patient was still recovering. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0plry, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).